Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged he feels better when not using the device. The device was returned and manufacturer could not confirm sound abatement foam degradation or breakdown. Evidence of hair like contaminant observed on exterior rear panel near the iso tube.

Manufacturer narrative:
The manufacturer previously reported and issue related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the patient has alleged he feels better when not using the device.the device was returned and manufacturer could not confirm sound abatement foam degradation or breakdown. Evidence of hair like contaminant observed on exterior rear panel near the iso tube. The manufacturer previously reported issue for device dreamstation auto CPAP(model number-dsx500t11c, serial number-(B)(6), UDI-(B)(4).returned to the manufacturer and evaluated. After review, it was determined that all these were incorrectly reported. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged hot water came out of patients mask and burned her face. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.